Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to operational circumstances of the procedure as it is likely that the reported partial release of the embolic protection device contributed to the reported failure to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow lesion in the internal carotid. A 5.0mm emboshield nav6 was prepped according to the instructions for use. The emboshield nav6 was advanced to the distal lesion and released and deployed without issue; however, it was noted that the filter was not fully opposed to the vessel wall. The emboshield nav6 was retrieved with the retrieval catheter. The procedure was successfully completed with a new device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.